Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. A kink was observed on the graft cover at the proximal end of the stent graft. The distal tip was curved. A gap of 1.mm was observed between the end of the graft cover and the tapered tip. The specification for this gap is 1mm max. The stent graft was deployed with no abnormality noted. A kink was observed on the inner hypotube shaft distal to the stent stop. The inner hypotube sleeve was partially bunched. A number of the distal spirals were partially separated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 75mm abdominal aortic aneurysm. It was reported that during the deployment of the endurant limb, the physician was unable to release the stent graft normally into the patient's body. The delivery system was removed, and no other stent graft was implanted. As per the physician the cause of the event was anatomy related due to vessel tortuosity. No additional clinical sequelae were reported, and the patient is fine.